Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device declared elective replacement indicator (eri) earlier than previously estimated remaining longevity four months prior which was 1.5 years. Review of the device data identified increased shock impedance measurements, and an alert had been generated for a shock impedance measurement greater than 125 ohms. At the time of the alert, the alert limit was increased to 150 ohms. Additionally, increased right ventricular (rv) threshold measurements and decreased right ventricular (rv) sensing measurements were noted. The physician ordered an updated echocardiogram; however, the results were not reported. A boston scientific technical services consultant informed the caller that evidence suggests it may be time to consider an rv lead revision at the time of the device replacement. The system remains in service and no adverse patient effects were reported.